Event description:
It was reported that on (B)(6) 2015, the patient had a cataract surgery and an implantation of a zct600 21.0 diopter on patient¿s right eye to correct astigmatism. The post-operative refraction results came out +3 diopter. An explantation of the intraocular lens (iol) was performed on (B)(6) 2015 and replaced with a zct300 to address the corneal cylinder and its axis. In follow-up, it was reported that the removal of the zct600 was performed with temporal incision enlargement of 6mm. Last control on june 9, 2015, there is still astigmatism 0.75 diopter. No patient injury reported. The patient is in good condition and patient has good visual acuity. Reportedly, the physician acknowledges that the first iol had rotated around 10 degrees at day +1. A few months ago, the patient also experienced intraocular pressure (iop) and a small corneal edema. The patient had been under surgery for pterygium; therefore, this patient was not an easy case. According to the physician, this patient may have had an internal corneal astigmatism distorting the initial measurements.

Manufacturer narrative:
The additional information is the UDI number: UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The manufacturing record review was performed. No non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no non-conformances with respect to the sterilization process. There is a deviation with respect to production order; however the deviation is not related to the described complaint type. The deviation does not impact product quality. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.